Event description:
It was reported that the nurse stated that they have a patient cooling that was supposed to start rewarming at 0320 in an arctic sun device. When they checked the settings, it showed that cooling was completed but it did not start rewarming. It said rewarming would begin in 1 hour. Nurse manually started rewarming and wanted to make sure it was working correctly. Confirmed with nurse the rewarming settings show that rewarming was to begin automatically. Confirmed cooling duration said 0, no time was remaining. Nurse states when she clicked adjust under rewarming, it said from 33.5c with a rate of 0.5c/hour and showed a time of one hour in the future. They pressed start in rewarming and it seems to be working. Confirmed with nurse the rewarming box was flashing and device said rewarming at top. Explained this indicates rewarming was currently in progress. Suggested once therapy was completed, the case data could be downloaded to review to see how the rewarming was set up. Nurse had already began rewarming so unable to get a picture of what they saw before. Encouraged nurse to call back with any other issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Confirmed with nurse the rewarming settings show that rewarming was to begin automatically. Confirmed cooling duration said 0, no time was remaining. Nurse states when she clicked adjust under rewarming, it said from 33.5c with a rate of 0.5c/hour and showed a time of one hour in the future. They pressed start in rewarming, and it seems to be working. Confirmed with nurse the rewarming box was flashing and device said rewarming at top. Explained this indicates rewarming was currently in progress. Suggested once therapy was completed, the case data could be downloaded to review to see how the rewarming was set up. Nurse had already began rewarming so unable to get a picture of what they saw before. Encouraged nurse to call back with any other issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, e, f, h. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling that was supposed to start rewarming at 0320 in an arctic sun device. When they checked the settings, it showed that cooling was completed but it did not start rewarming. It said rewarming would begin in 1 hour. Nurse manually started rewarming and wanted to make sure it was working correctly. Confirmed with nurse the rewarming settings show that rewarming was to begin automatically. Confirmed cooling duration said 0, no time was remaining. Nurse states when she clicked adjust under rewarming, it said from 33.5c with a rate of 0.5c/hour and showed a time of one hour in the future. They pressed start in rewarming and it seems to be working. Confirmed with nurse the rewarming box was flashing and device said rewarming at top. Explained this indicates rewarming was currently in progress. Suggested once therapy was completed, the case data could be downloaded to review to see how the rewarming was set up. Nurse had already began rewarming so unable to get a picture of what they saw before. Encouraged nurse to call back with any other issues.